Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events could not be confirmed as no log files were submitted for evaluation. The account stated that the cause of the low flow events was an increase in inotropy due to small left ventricular size; however, a correlation between (B)(6) and the reported arrhythmia, bleeding, mild to moderate mitral regurgitation, severe tricuspid regurgitation, ventricular fibrillation arrest, and hypotension could not be determined. A specific cause for these events could also not be determined. The reported device malposition could not be confirmed as no pictures were submitted for evaluation. The patient received a device exchange to a new heartmate 3 left ventricular assist system (lvas) on (B)(6) 2021. The device was not returned for evaluation (refer to manufacturer's report number 2916596-2021-01155). Section 1 "introduction" of the heartmate (hm) 3 lvas instructions for use (IFU) (rev. C) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and arrhythmia. It also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 ¿surgical procedures¿ outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding, and also lists arrhythmia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (rev. C): section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that during the patient's implant procedure on (B)(6) 2021, after chest closure, the pump flows and mean arterial pressures decreased with a chest tube output of 500cc of blood. The patient's chest was re-opened and a significant amount of bleeding from the chest wall was discovered. Hemostasis was achieved. The mediastinum was packed with gauze and the patient's chest was left open. The patient received 4 units of packed red blood cells, 3 units of platelets, 7 units of fresh frozen plasma, and 25 units of kcentra. A transesophageal echocardiogram showed low to normal right ventricle function, heartmate inflow cannula close to the patient's septum, mild to moderate mitral regurgitation, an severe tricuspid regurgitation. An increase in inotropy caused the low flows on the pump due to the patient's small ventricular size. On (B)(6) 2021, the patient went back to the operating room for a formal transesophageal echocardiogram. Upon arrival, the patient had ventricular fibrillation arrest requiring defibrillation 2 times with chest compressions for 3-5 minutes. The patient's chest was emergently opened and cardiac massage was performed. Flows improved to 4 lpm. The staff spent time adjusting and repositioning the pump inflow, but could not manipulate the device in a stable way to close the patient's chest. Their chest remained open with bridge and packed with gauzes. The event was reportedly resolved without sequelae on (B)(6) 2021.